Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact stated during pd treatment the patient received an "m31 air detected in cassette warning" alarm. The patient contact confirmed that the bag and patient's connections were tight and no air bubbles in the patient line were noted. The treatment was cancelled and upon removing the cassette, the patient contact confirmed that fluid was leaking. The cycler was replaced as a result of the reported fluid leak. Additional information was requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated during pd treatment the patient received an "m31 air detected in cassette warning" alarm. The patient contact confirmed that the bag and patient's connections were tight and no air bubbles in the patient line were noted. The treatment was cancelled and upon removing the cassette, the patient contact confirmed that fluid was leaking. The cycler was replaced as a result of the reported fluid leak. Additional information was requested.